Event description:
Customer reported the collimator iris is too large. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system, customer is monitoring system for reappearance of error. This MDR is related to ge healthcare complaint.